Event description:
It was reported that the implantable pacing lead (ipl) lead is immovable and less flexible, and that the surface of the lead is less flexible when in contact with blood and heat. The ipl was suspected to have perforated through the myocardium. The ipl was removed, and no further patient complications have been reported as a result of this event..

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).